Manufacturer narrative:
Section b1/h1: report type corrected to serious injury. Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed as no images or product were available for evaluation. The submitted controller event log file contained events from 25jul2024 ¿ 10aug2024. No notable events or alarms were captured, and the system appeared to be operating as intended at the stored patient speed. The patient ultimately expired due to multisystem organ failure on (B)(6) 2024 (MFR#: 2916596-2024-06742). The device has not been returned to date. If the device returns at a future date, the product will be evaluated under there. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including device thrombosis, that may be associated with the use of heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿ provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a computed tomography (CT) scan of the abdomen/pelvis with contrast. Preliminary result showed concerns for noncalcified thrombus in the outflow graft of the pump causing severe focal stenosis and almost complete occlusion. The patient had not had any low flow alarms. Log file review was requested and there were no unusual events recorded in the log file event history.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.